Event description:
It was reported the patient experienced corneal edema requiring a corneal graft, approximately 21 years after surgery with anterior chamber iol implant. The anterior chamber iol was explanted and replaced by a posterior chamber iol.

Manufacturer narrative:
Investigation is underway.